Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A review of the manufacturing records was performed. Avalign technologies - nemcomed manufactured the 10nm torque-limiting ratchet handle-6mm hex coupling, p/n 03.620.061, lot and serial number (B)(4). The certificate of compliance (dated may 31, 2011) indicates the lot was manufactured and conformed to specifications, per the synthes drawing number 03.620.061, revision ¿c¿. The lot was inspected and conformed to the synthes inspection sheet # ns019535, revision ¿d¿. There were no complaint-related issues, material review records or nonconformance reports associated with this lot. 25 parts were released to the warehouse on june 1, 2011. The ratchet handle was manufactured to the synthes source control drawing number 03.620.061, revision ¿c¿, released on march 16, 2010. A manufacturing evaluation was performed. Bradshaw medical (avalign technologies ¿ nemcomed¿s subcontractor) responded and stated that when the instrument is torqued, the selector ring jumps out of position and causes the ratchet gear to not function properly. The instrument was also found to never have been returned for calibration and has been in the field since 2011. Based on the investigation and the time the instrument has been in the field, internal components within the ratchet have worn down from use. This wear allows the selector ring to jump out of position when the instrument is used to torque. Internal components such as these are looked at when torque wrenches are sent in for calibration. This complaint condition is not related to the manufacturing process. Based on the evaluation performed by bradshaw medical for avalign technologies ¿ nemcomed and the unknown cause, this complaint is deemed unconfirmed from a manufacturing position. Part failure is due to an unknown cause - not a supplier issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the complaint instrument was sent to synthes USA. Bradshaw medical performed the destructive investigation and the results are now available. Investigation confirmed that the selector ring jumps out of position and therefore the ratchet mechanism is not properly functional. Evaluation of the product documentation shows that the instrument has not underwent calibration since 2011. Based on results from destructive investigation all inner parts from the instrument are out worn. This worn out allows the selector ring to jump out of position while instrument should be used. Investigation on documentation for material and manufacturing shows that the instrument produced in 2011 print specification. No failure in material or manufacturing could be detected. From production side the complaint deemed to be unconfirmed. Afterwards and without further details it is unfortunately not possible to determine the exact cause of the reported failure mode. However, it is recommended that the instruments are sent in for service and calibration. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the screwdriver will not hold in place. It was reported to be detected during the control of a loan case. There was no patient harm reported. No additional information about the event is available at this time. Device will be returned for investigation. This is report number 1 of 1 for (B)(4).